Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted due to infection. The patient remains without circulatory support. The vad coordinator claimed it will be possible to re-implant in the next few weeks.

Event description:
The source of infection was from a prior infection that had an onset date of (B)(6) 2013. There was drainage at the driveline exit site. The patient was currently stable and the plan was to allow the infection to clear and re-implant the heartmate. The device operated as intended.

Manufacturer narrative:
Section b5: ongoing infection reported under manufacturer report number 2916596-2020-05638. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.